Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient arrived for his hemodialysis session with a bloodstain on the dressing covering the catheter. Upon examination, the venous line of the catheter was broken and was attached on only one side. An attempt was made to connect via the arterial line, but bleeding persisted at the venous line. The venous line was therefore clamped, and the patient was urgently transferred to another facility to have the catheter replaced.